Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor device was power broken. It was noted that the motor was defective, and the device was displaying an e6 error code. It was further determined that the device failed pretest for handpiece temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: it was documented in the initial medwatch report that the date of this report: (B)(6) 2017. As per communication with affiliate the correct date was (B)(6) 2017. Section of this report has been updated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.